Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer stated the vacuum display on top of the table was not on. The fe confirmed the system was able to boot up completely, but it did lose functionality. There is no report of death or serious injury associated with this complaint.